Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained a discordant, falsely low vancomycin result. Upon ccc's instruction the customer checked and cleaned the drains and the probes and ran a system check. The customer ran quality controls, which were within acceptable ranges. A siemens headquarters support center (hsc) specialist reviewed the instrument data and indicated that the cause of a discordant, falsely low vancomycin result on one patient sample was related to sample integrity and sample handling. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher than initial result. It is unknown which repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.